Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-04772. It was reported that the patient died. Vascular access was obtained via the femoral artery. The target lesions were located in the left anterior descending and diagonal arteries. A 2.50x16mm and 2.75x32mm promus element drug-eluting stents were deployed to treat the lesions. However, during procedure, the patient died.